Manufacturer narrative:
The reported event could be confirmed, since the returned device reveals damage to the end cap threads. The device inspection revealed the following: severe damage to end cap threads were observed. End cap threads are compressed. Damage is consistent with abrasive impact on a hard material. Dimensional inspection: due to the nature of the returned device, a dimensional inspection was not possible on the end cap thread. Dimensional inspection on other locations on the end cap were confirmed to be within specification. However, during manufacturing; functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by inadequate alignment of end cap during insertion. If any further information is provided, the complaint report will be updated.

Event description:
It has been reported by the customer that, upon placing the end cap ref.(B)(4), it didn't fit properly and when it was removed, it was observed that the threads were damaged. It was attempted to place a second tap ref. (B)(4) and the same thing happened. So finally no cap was placed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It has been reported by the customer that, upon placing the end cap ((B)(4)), it didn't fit properly and when it was removed, it was observed that the threads were damaged. It was attempted to place a second tap ((B)(4)) and the same thing happened. So finally no cap was placed.